Event description:
This ra lead was dislodged post procedure on (B)(6) 2013 due to an unknown cause. No information on implant date, physician or hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).